Event description:
During an atrial fibrillation procedure, a cardiac perforation occurred in the left atrium. The patient became hypotensive and fluoroscopy revealed the patients heart was hardly beating. An ultrasound revealed blood in the pericardium and a perforation in the anterior surface of the left atrium. A pericardiocentesis was performed, however the patient was transferred to surgery for a thoracotomy and then suture of the hole which stabilized the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.